Event description:
Litigation papers allege constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. Doi: (B)(6) 2009 - none reported (left hip). (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. Doi: (B)(6) 2009 - none reported (left hip). (B)(6). Update rcvd 18 april 2014 - der added revision date, hospital details, surgeon and product/lot numbers. Femoral head added to complaint.